Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported the patient presented emergently approximately 4 years post the index procedure where a type ia endoleak was identified. The aneurysm size was reported as 100mm. Intervention was completed where an aortic cuff was implanted to resolve the type ia endoleak. As per the physician the cause of type ia endoleak was anatomy related and disease progression causing continued neck dilation. No additional clinical sequelae was provided and the patient is fine.